Manufacturer narrative:
Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 1100764608. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100609269. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) had difficulty accessing the pump because it was positioned too posteriorly. A surgical procedure was performed, during which the pump was removed and replaced in a more anterior and superficial location. No patient complications were reported.